Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case at display window corners, display window and reservoir tube, minor scratched lcd window, and broken reservoir tube lip.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 348 mg/dl. Product is being replaced. No further information provided.